Event description:
In-vitro fertilization clinic thirteen embryos belonging to one patient experienced significant developmental delay and possible cellular arrest due to an incubator malfunction. There was no physical harm to the patient involved. This is not a device or product, it's a piece of equipment. This event involves an incubator. A failure of the led rh pan light on display sensor.